Manufacturer narrative:
Balt USA reference #(B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed only the xcel detachment controller (serial number #(B)(6)) was included with the device return; we observed the coil system was not included with the device return; we observed the microcatheter was not return; based on the available information and the investigation results the complaint cannot be confirmed. Root cause of the introduction issues could not be determined due to the incomplete device return. During our evaluation, we observed only the xcel detachment controller was included with the device return. Without the return of the coil system used during the event, further testing in order to replicate the reported issue could not be performed. Review of the manufacturing indicates that the unit passed final inspection of the coil system, which indicates that coil system was free from damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f240400591 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the coil was the third, before insertion into mc (B)(6), it had been tested, green light showed a nice status of the system. Coil was introduced into mc, but arriving at the distal tip, and just after having pushed the coil fir one or two centimeters the physician had felt a loose of control. Thinking first the coil was stretched he did insist by pushing the coil and decided to retrieve it. It appeared at that step that the coil was detached. The coil was finally retrieved after several attempts with different devices (goose neck and stent retrievers, solitaire and eric. During retrieval of the coil, the proximal part of the preview coil moved outside of the aneurysm. For that reason, the patient will receive aspirin for three months. (Coil,pusher, xcel detacher, mc , retrieval devices will be available for analysis). " update 04mar2025 - additional information received from the issuer: "as the proximal part of previous coil moved a little bit, that one protrudes in the artery, so, the patient received aspirin for 3 months to prevent any thrombotic event." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). Investigation pending analysis of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the coil was the third, before insertion into mc (hw17), it had been tested, green light showed a nice status of the system. Coil was introduced into mc, but arriving at the distal tip, and just after having pushed the coil fir one or two centimeters the physician had felt a loose of control. Thinking first the coil was stretched he did insist by pushing the coil and decided to retrieve it. It appeared at that step that the coil was detached .the coil was finally retrieved after several attempts with different devices (goose neck and stent retrievers, solitaire and eric. During retrieval of the coil, the proximal part of the preview coil moved outside of the aneurysm. For that reason, the patient will receive aspirin for three months. (Coil,pusher, xcel detacher, mc , retrieval devices will be available for analysis). " incident report form submitted for this complaint indicates that no patient injury was sustained.